Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1003676 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1003676 and test base part number 190-430 / lot 1003997 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1003676 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported 22 false negative results with the ID now covid-19 assay performed between (B)(6) 2020 and (B)(6) 2020. This report represents patient four (4) of 22. The customer reported a false negative result on a direct tested nasal kitted or puritan hydroflock swab with the ID now covid-19 assay performed from (B)(6) 2020. The nasal swab was used to swab both nostrils per the product insert instructions. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs placed in saline with roche cobas pcr or hologic panther tma generated positive results (CT values not provided). The customer confirmed there was no death or serious injury based on the test results. The customer stated that the patient's treatment of isolation was delayed by two to three days because the patient was not instructed to isolate until after confirmatory test results. The customer stated that the patient was symptomatic. No additional patient information, including treatment and outcome, was provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to no or delayed treatment, the incident shall be considered reportable.